Event description:
(B)(4).

Manufacturer narrative:
We spoke to the customer and found that they were not using our company specified sample line as noted in our user's manual. The appropriate part number was provided, so that they could order that part. The nurse also stated that he was not aware of the frequency that they replace their water traps. We suggested that they order new water traps and sample lines and replace all those before putting the gf-210ras into service and to monitor for further occurrences. The issues occurred prior to and during procedures. The nurse stated that we should speak to the anesthesiologist for more details. We have left four messages for the anesthesiologist to contact us so that we could get more details and to try to get these units returned for eval but have to date received no response.

Manufacturer narrative:
Manufacturer narrative: the customer stated that the ag-920pa multi-gas unit (used for measurement of anesthetic gas agents, oxygen, or co2)is displaying check water trap message and stops monitoring during this time. We spoke to the customer and found that they were not using our company specified sample line as noted in our user's manual. The appropriate part number was provided, so that they could order that part. The nurse also stated that he was not aware of the frequency that they replace their water traps. We suggested that they order new water traps and sample lines and replace all those before putting the gf-210ras into service and to monitor for further occurrences. The issues occurred prior to and during procedures. The nurse stated that we should speak to the anesthesiologist for more details. We have left four messages for the anesthesiologist to contact us so that we could get more details and to try to get these units returned for evaluation but have to date received no response. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.